Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they were implanted with a rechargeable battery however had to charge every day not weekly like they claimed. It caused other issues in their upper back and chest. When they implanted the lead they hit something, the patient reported they had to peel them off the ceiling. Now and ever since have problem with right big toe and foot. Patient expressed frustration. Patient reported they were not able to control pain as stated. Patient had them remove it 6 months later before scare tissue developed and removal would not be possible. The spot where they implanted the device sensitive to this day 6 years later.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID (B)(4) (serial: (B)(6) product type: 0200-lead; implant date (B)(6) 2018; brand name vectris surescan; product ID (B)(4) (serial: (B)(6) product type: 0200-lead; implant date (B)(6) 2018 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.